Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet began. Once a final investigation is complete, a follow up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported circuit alarms and device not cycling on the revel ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical received the device for evaluation. Service technician was unable to verify customer reported complaint that states blower demand error. Additional problems found were vent side lemo pigtail assembly has a damaged. Technician replaced pigtail assembly. Ventilator inoperable alarm condition was found on the event trace. Technician replaced main board. Hardware fault 21 alarm condition was found in event trace. Technician replaced hybrid board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.